Event description:
Customer called to report that cannula was clogged and broke off when family was injecting insulin on the evening on october 27. Needle was purchased at a pharmacy, but the specific date could not be provided. Four units of insulin should been injected that night, but liquid could not be injected further after two units were injected. After pulling it out, it was found that the needle was broken. The patient went to the hospital for treatment, but the broken cannula was not found. The doctor suggested that the broken cannula could be found through surgery, but the surgical wound could be large. The customer was worried about the subsequent healing and recovery of patient, so the patient did not take the surgery. Customer didn't reuse needle, changed the injected area and exhausted air out before injection each time. Patient has diabetes for ten years, all operations were performed according to the instructions. The operations that day were same as usual, there was no other special situation. An email of customer response is needed, lot number, photos and sample need to be confirmed with patient again. If there is an update, it will be supplemented. Sample availability: no. Sample availability details: no sample available.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d1 (brand name), d3 (country, model number, lot number, expiration date, primary unique device identifier), h4 (device manufacturer date), and h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.